Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Patient underwent a revision procedure on (B)(6) 2007 for unknown reasons. Subsequently, a revision procedure was performed on (B)(6) 2008 due to infection and the knee components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2008. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 2009 due to recurrent infection. Subsequently, on (B)(6) 2009, an irrigation and debridement was performed and the tibial bearing was removed and replaced. On (B)(6) 2012, patient underwent an irrigation and debridement and the tibial bearing was removed and replaced.